Event description:
This pi is for bushing exchange 3 of 3, in which the taper junction was also revised. In an article titled "taper junction subsidence occurs in modular tumor endoprostheses: how concerned should we be?", 12 patients with dfr (out of a total cohort of 84) were alleged to have taper junction subsidence. This pi is for patient 5, a male who had a dfr due to bone sarcoma. Distal taper junction was found to have subsided at 24 years post-implantation. At 26 years, the junction was revised during a bushing exchange. Images also indicates trunnion corrosion.

Manufacturer narrative:
An event regarding subsidence and corrosion involving an unknown gmrs extension piece was reported. The event was confirmed via medical review. Method & results: device evaluation and results: the device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted extension piece. It is shown assembled and disassembled from the femoral component where corrosion was observed. Clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a distal femoral replacement since I was able to see the x-rays. I can also confirm that the patient underwent a revision procedure with removal of at least the distal body extension and the femoral component with an exchange with new implants because I was able to see the explanted portion of the prosthesis and a post revision x-ray. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of taper junction corrosion are multifactorial. These include surgical technique in the way that the taper is prepared for insertion and inserted, patient factors including lifestyle, activity level and bmi, and implant factors. I conclude that this implant functioned well and provided the function that it was designed for over two decades. There was no mention of the patient having any particular symptoms." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to subsidence of the implant. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a distal femoral replacement since I was able to see the x-rays. I can also confirm that the patient underwent a revision procedure with removal of at least the distal body extension and the femoral component with an exchange with new implants because I was able to see the explanted portion of the prosthesis and a post revision x-ray. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of taper junction corrosion are multifactorial. These include surgical technique in the way that the taper is prepared for insertion and inserted, patient factors including lifestyle, activity level and bmi, and implant factors. I conclude that this implant functioned well and provided the function that it was designed for over two decades. There was no mention of the patient having any particular symptoms." The device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted extension piece. It is shown assembled and disassembled from the femoral component where corrosion was observed. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for bushing exchange 3 of 3, in which the taper junction was also revised. In an article titled "taper junction subsidence occurs in modular tumor endoprostheses: how concerned should we be?" 12 patients with dfr (out of a total cohort of 84) were alleged to have taper junction subsidence. This pi is for patient 5, a male who had a dfr due to bone sarcoma. Distal taper junction was found to have subsided at 24 years post-implantation. At 26 years, the junction was revised during a bushing exchange. Images also indicates trunnion corrosion.